Event description:
Event description guidant received information that this endocardial lead exhibited oversensing, leading to inappropriate shocks. During the procedure, the physician experienced difficulty removing the lead due to fibrosis of the tissue. Laser extraction was done. When pulling the lead out, the atrial wall was perforated. This resulted in tamponade, requiring a percardial window. The procedure was then completed and a competitor's lead was implanted.